Event description:
During preparation for use in a cardiopulmonary bypass procedure, the central control monitor (display) of the heart lung console could not be properly operated. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.